Event description:
While attempting to perform a procedure, the site reported that they had to exit the procedure and start over. After starting the system, the outputs (keyboard and mouse) no longer functioned. Without the keyboard function, they were unable to log-in to the system. Therefore, the site was not able to complete the case using the superdimension system with the pt under general anesthesia. There was no harm or injury to the pt reported.

Manufacturer narrative:
Method: a service call was performed at this site on (B)(4), 2010. No issues with the system were found, but in an abundance of caution, some components of the system (pc computer, keyboard and mouse) were replaced as a precaution. The components were returned to superdimension. All three components (the pc, keyboard and mouse) were tested and found to be functional and within spec. There was no injury to the pt reported. In an abundance of caution, this event is being reported due to the additional potential risk associated with multiple exposures to general anesthesia.